Event description:
Boston scientific received information that this device triggered high out of range shocking impedances. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Upon review by technical services it was confirmed that the shocking impedances had been out of range since the last follow up. Technical services discussed that all other measurements appear normal and there was was no indication for any evident lead issue. The shock impedances trend shows that high impedances measurements increase in occurrence since (B)(6) 2012 and from september 2012 range between 100 to 120 ohms. Technical services noted that since the right ventricular lead is a single coil configuration and as the configuration and as the impedance seems to be quite high since few months after implantation ((B)(6) 2011) this high shock impedance measurement would be more in favor of an 'inherent' high impedance value (combined with the shock test methodology) rather than a lead issue, although a lead issue or connection issue can not be completely excluded without additional testing. Further troubleshooting was discussed. At this time the system remains implanted, should additional information become available this investigation will be updated.